Event description:
Per the clinic, the patient developed an infection at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient experienced a cerebrospinal fluid leak. On (B)(6) 2015 the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2015 the patient was prescribed two additional course of oral antibiotics to treat the infection at the implant site. This report is filed (B)(6) 2015.